Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Surface modification at laboratory dish; brown/black residue when wiping. Related reports for additional devices include: 2916714-2016-00278 and 2916714-2016-00279.

Manufacturer narrative:
We received a complaint about a surface modification on a laboratory dish. According to the available information, there were no negative consequences for the patient. The dish is in a used condition, several stains are visible. The dish has been examined visually. On the bottom a "b8" and a "ce" label is visible. No aesculap label can be found. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of our investigation the root cause of the failure is related to an insufficient cleaning process after production. On the surface of the product are insistent residues, remaining after the polishing process. A test confirmed that the residues are neither cytotox nor organic. Further investigations will be performed during the CAPA process, this has been forwarded for review.